Manufacturer narrative:
(B)(4). This lot was manufactured between november 12, 2010 and november 13, 2010. Evaluation summary: the sample was returned for evaluation. A visual inspection was performed and showed no defects related to the reported problem. The condition was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the ¿top white tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 19 of 24.